Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that they had insulin inside the reservoir. Customer reported o-ring inside lip of reservoir compartment was not missing. Customer stated there were no cracked in the insulin pump. Customer assisted with performing self test and test passed. Customer stated the insulin pump had weak battery alarms periodically. Customer was able to successfully clear the alarm. Customer reported that the time clock was advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify frozen display anomaly and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.